Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. Following replacement, the system then passed the system checkout and was found to be fully functional. The computer has not been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the computer crashed 3 times before the procedure. There was less than an hour delay in the procedure. No impact on patient outcome.